Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous antebrachium shunt. The sterling 6.0x20 balloon was advanced to the lesion and inflated to 10atm and ruptured. The procedure was completed with another manufacturer's device. No patient complications were reported. The patient status is "good."

Manufacturer narrative:
Age at time of event: (B)(6). Device evaluation by manufacturer: device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).